Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 03/09/2019 to present date 01/13/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that there were 6 buttons on the device that were not working. These buttons were specifically #1, #4, #7, clear, silence and top right buttons. It was reported there was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that there were 6 buttons on the device that were not working. These buttons were specifically #1, #4, #7, clear, silence and top right buttons. It was reported there was no patient involvement.

Event description:
The customer reported that there were 6 buttons on the device that were not working. These buttons were specifically #1, #4, #7, clear, silence and top right buttons. It was reported there was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.